Event description:
The following has been reported: "the agilia vp mc wifi was reported by nursing staff on the ward in the hospital to have completed an infusion over 40 minutes instead of the 3 hours it was programmed for. Looking at the event log, the last flow rate change/programming on (B)(6) 2022 had the following information at approximately:6:05am: vtbi: 500ml, vi: 0ml, flow rate: 167ml/h. The next recorded infusion information in the event log was when the infusion was stopped and recorded the following information: 6:45am: vi: 113ml, flow rate: 167ml/h. This information appears accurate on the device, although according to the staff member who was administering the infusion, the 500ml bag was completely empty at this time. The nurse advised it had happened multiple times on the same agilia vp mc wifi, and the patient is well informed of their infusions and agreed the total contents of the bag had emptied too quickly. No. Times experienced: reported once, later advised it happened a total of 3 times. The device was removed from clinical use and sent to the medical physics departments within the hospital. As the medical physics engineers have not yet received training on the software, we reviewed the most recent contents of the event log and I then visited the department directly to speak with the senior charge nurse who confirmed that according to the nurse and the patient the full 500ml had been completely emptied within the hour despite the event log recording only 113ml had been administered." This report is the 2nd of 3 due to the number of instances experienced by the customer; the 1st was reported on 3004548776-2022-00282. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided, only information reported in the complaint description section was made available. Data is insufficient to confirm the reported event. The reported device was not returned to brézins for investigation but was checked locally. It was confirmed that the device has no functional issue and its control quality certificate was provided. No repairs needed to be performed and the device was returned to use. Therefore the root cause of the reported event remains unknown but is not linked to the device as no functional issue could be identified." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.